Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the batteries. The fse performed all functional and safety tests. All passed per factory specifications. The iabp was returned to customer and cleared for clinical use. The full name of the event site was shortened due to field character limit; the full name is kaiser (B)(4) medical center.

Event description:
It was reported that before use, the batteries in the cs300 intra-aortic balloon pump (iabp) had depleted quickly in 30 minutes. Since the patient was not connected to the unit, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (may 2019 through apr 2021) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.